Event description:
It was reported that during a rotational atherectomy procedure a perforation was noted. The lesion being treated was located in the severely calcified proximal left anterior descending artery (lad). The rotablator burr was advanced, with an unk number of serial passes completed to unk rpms. After removal of the rotablator a perforation was noted. A maverick 2.5 x 12mm balloon was then advanced, and inflated to unk atms for 6 minutes. A 3.5 x 20mm taxus drug eluting stent was then advanced, however, it did not cross. Following a guidewire exchange, the taxus stent was advanced a second time and deployed at 12 atms for 17 seconds. The maverick balloon was then reinserted and inflated 2 times to 6 atms for 10 and then 17 seconds. A maverick 3.5 x 20 mm balloon was then inflated for postdilation to 8 atms for 6 minutes. As the film continued to show extravasation, a balloon pump was then turned on. The maverick balloon was then deflated after having been inflated to 8 atms for 7 minutes. The maverick balloon was then reinflated to 14 atms and the pt was taken to surgery. Follow up pt status was that the pt had stabilized and was released from the hosp.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.